Event description:
It was reported that the reload was opened and inserted into the gun, the surgeon grabbed the stomach tissue, closed the gun, 15 seconds waiting time, then he initiated the firing process the staples starts coming out then halfway stopped, knowing that the gun was powered echelon flex and it functioned very well when the reload had been replaced. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # 857a53. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient complications. What is the most current patient health status? Doing well, no complications. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device is available for return and the shipping details will be shared with your side shortly . Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with an opened package, partially fired 1/2, and with damage on reload deck. No functional test was performed due to the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 857a53, and no non-conformances were identified.